Manufacturer narrative:
Qn# (B)(4). Quantity of 12 in a box. The number used is unconfirmed. The device history review for the product visistat 35r 6/box lot# 73a2200161 was investigation did not show issues related to the complaint.

Event description:
Customer called stating that the last 5 boxes that they received are misfiring and staples not forming/closing properly. Additional information indicates that 2 out of five boxes had a problem.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned sample was visually examined with and wi thout magnification. Visual examination of the returned sample revealed that the first two staples appeared misaligned. The stapler was returned with 27 staples remaining in the cover block, indicating that at least eight staples were fired by the customer. The trigger was not returned engaged. Evidence of use in the form of biological material was present on the device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staple was fired. Multiple attempts were made, but no staples fired. It appeared that the misalignment of the first two staples prevented the staples from moving down the track and into the forming tool. The stapler was disassembled, and it was confirmed to have been assembled correctly. Manual realignment of the staples was attempted; however, the stapler still could not fire staples correctly. No defects or anomalies were observed with the device. It could not be determined what exactly caused the first two staples to misalign. The stapler was disassembled, and it was confirmed to have been assembled correctly. No defects or anomalies were observed with the device. Per DHR the product visistat 35r 6/box lot # 73a2200161 was manufactured on 01/10/2022 a total of (B)(4) pieces. Lot was released on 01/20/2022. DHR investigation did not show issues related to complaint. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be determined what caused the staples to misalign. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the staples appeared to be misaligned. Upon functional inspection, the misalignment of the staples prevented staples from firing. The sample was disassembled, and no defects or anomalies were observed. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be determined what caused the staples to misalign. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Customer called stating that the last 5 boxes that they received are misfiring and staples not forming/closing properly. Additional information indicates that 2 out of five boxes had a problem.